Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure for the lower anus, the device partially fired and the staples fell into the patient's cavity. The surgical time was extended by more than 30 minutes because the surgery had to be converted and made a handmade suture. The device was replaced.